Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, successfully assisting the customer in resolving the issue. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.